Manufacturer narrative:
The technician found the sheave was missing from around the brake cable, causing the brake to not hold. The technician replaced the sheave to repair the bed.

Event description:
Information received indicates the brake will not hold.